Manufacturer narrative:
Smith & nephew, inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA.

Event description:
It was reported that the electrode tip fell off into the joint during a knee arthroscopy procedure utilizing a single-use super multivac 50 icw wand, which the facility resterilized and attempted to reuse in a second procedure against the manufacturer's recommendations. The surgeon was unable to locate this detached electrode tip in the surgical site. This report is to capture the reuse of a single-use device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. It was reported that the electrode tip fell off into the joint during a knee arthroscopy procedure utilizing a single-use super multivac 50 icw wand, which the facility resterilized and attempted to reuse in a second procedure against the manufacturer's recommendations. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿).